Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak with additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. It was reported that, at the index procedure, the patient was treated for bilateral iliac artery aneurysms, with a right common iliac artery sac diameter of 31.5 mm and a left common iliac artery diameter of 24 mm (recommended range: 10¿23 mm) on postoperative day two making this off-label due to iliac anatomy. Off-label use of concomitant products was reported at the index procedure, which may have contributed to the event; however, this could not be conclusively determined. A right iliac artery endoleak was reported, in the CT scan dated (B)(6) 2025, which may have contributed to the event. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 9 mm in the abdominal aortic aneurysm, 13 mm in the right common iliac artery and 10mm in the left common iliac artery occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the computed tomography report dated (B)(6) 2025. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The final patient status was reported as discharged home on post operative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft an afx vela suprarenal, an afx vela infrarenal, and two ovation ix iliac limbs. During a routine follow up on (B)(6) 2025, a type iiib endoleak was identified. Reintervention was performed on (B)(6) 2025 wit the implant of an alto abdominal stent system, an additional ovation ix iliac limb, and two ovation ix limb extensions. The leak was resolved and the patient is doing well. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.